Event description:
It was reported that pump display became loose and prevented customer from interacting with pump or reading screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before returning it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.